Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), left atrial enlargement and annular dilation for a mitraclip procedure. During the procedure of mitraclip (41219r1123; cds0705-xtw), the m knob was used to steer down from the straddle position. Fluoroscopy confirmed that the clip delivery system(cds) was moving in the opposite direction to the mitral valve. The cds was retracted back into the steerable guide catheter (sgc). The position of the blue line of clip was checked when it was pulled out of the clip introducer. It was confirmed that there was no misalignment of the longitudinal alignment marker. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported sleeve steering issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported sleeve steering issues was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 15 may 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), left atrial enlargement and annular dilation for a mitraclip procedure. During the procedure of mitraclip(41219r1123; cds0705-xtw), the m knob was used to steer down from the straddle position. Fluoroscopy confirmed that the clip delivery system(cds) was moving in the opposite direction to the mitral valve. The cds was retracted back into the steerable guide catheter (sgc). The position of the blue line of clip was checked when it was pulled out of the clip introducer. It was confirmed that there was no misalignment of the longitudinal alignment marker. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.